Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that every time they lay down in a certain position they keep getting shocks going down the right side of their leg and if they are doing any activity they get fluttering around the stomach area. Patient stated that the issue started a while ago, was starting to get annoying and they wanted to make sure there was no malfunction. Patient mentioned that if they moved a certain way when they were laying down they would get shocked and when they tried to do extra activities they got fluttering in their right side. Agent asked and patient denied any recent falls/trauma. The patient was redirected to their healthcare provider to further address the issue.